Event description:
It was reported that the microjoint scissors would not cut and could not be removed through the trocar. The scissors and the trocar were removed from the pt simultaneously, and jaws of the scissors were not sheathed as the instrument was removed. No pt injury or adverse outcome was reported.